Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 44, 43 mg/dl, level 2 ¿ 302, 308, 307 mg/dl. All returned results are within acceptable range.

Manufacturer narrative:
Both levels of controls were run and passed within twenty-four hours of all results in question. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). At 1:56 am, 4:53 am, and 11:25 am, the result was hi (>600 mg/dl). At 12:23 pm, the result was 561 mg/dl. At 1:26 pm, 2:09 pm, and 3:59 pm, the result was hi (>600 mg/dl). At 4:48 pm, result from a second meter, serial number (B)(4), was 372 mg/dl. At 4:49 pm, result from the original meter was hi (>600 mg/dl). At 4:51 pm, a lab draw was performed with a result of 316 mg/dl.